Event description:
Additional information was received from a healthcare provider (hcp). It was reported that that the patient has had no issues with her pump. The patient really had an unrealistic idea of how the pump would affect her pain. Since august, the patient has tried several doctors to provide more surgery, but both stated that she has severe osteoporosis and scoliosis and is advanced in age, so both doctors denied her request. They did then change her medication to bupivacaine and she was given a personal therapy manager (ptm.) Now, she seems to be doing well. She was last seen on (B)(6) 2015 for a refill prior to a surgery, however, the reason and type of surgery was not specified in the patient's record. No further information was provided at this time.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a consumer regarding a (B)(6), female patient who was receiving fentanyl 3500mcg/ml at 373.2 mcg/day, hydromorphone 15mg/ml at 1.6 mg/day, and bupivacaine 35mg/ml at 3.723 mg/day via an implantable pump for non-malignant pain. Starting in 2011 (for the past 3.5 years), the patient experienced pain. On (B)(6) 2015, the patient was having back surgery. It was reported as related to the pump. The patient's healthcare provider (hcp) was going to set the pump to minimum flow rate. Additional information has been requested regarding diagnostics performed, actions/interventions taken and the event's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.